Event description:
During follow-up, an increase in pacing threshold was observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts visual inspection of the lead did not reveal any anomalies. All damages noted to lead body were consistent with that occurring at the time of the explant procedure. The results of the investigation concluded the analysis of the lead was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.